Event description:
Performing ultrasound to pt's right lateral epicondyle. At 9 minutes and 28 seconds, the pt experienced a shock from the probe that made her jump out of her chair. This was the second pt of the day to have ultrasound with this machine, the first was still present and stated that she had been feeling little shocks and thought that was normal. During (B)(6) , 2 pts experienced shocks from this machine. The machine was sent to the MFR for repair and a probe was reportedly replaced.